Event description:
It was reported that the patient had a retroperitoneal bleed. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The procedure was successfully completed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was unstable in recovery. The patient underwent a computed tomography (CT) scan which showed that they had a retroperitoneal bleed. The patient was admitted to the hospital so they could be monitored, no other treatment or intervention was performed at this time. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was not returned for analysis; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037174996. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include bleeding (retroperitoneal hemorrhage) (imaging required, and hospitalization). Risk review: a risk review was completed and confirmed that the event of bleeding (retroperitoneal hemorrhage) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had a retroperitoneal bleed. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The procedure was successfully completed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was unstable in recovery. The patient underwent a computed tomography (CT) scan which showed that they had a retroperitoneal bleed. The patient was admitted to the hospital so they could be monitored, no other treatment or intervention was performed at this time. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery form this event.